Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the "+" button on the patient's programmer intermittently sticks. The patient stated her amplitude continued to increase after she stopped pressing the button and she had to turn it down to an appropriate setting. Follow-up identified a replacement programmer resolved the issue.